Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 6.6, 4.4, 3.1 mmol/l within 7-8 minutes with a difference of 2.1 mmol/l. Pt did not experience any adverse events. No further info has been reported.